Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed openings during the analysis. As per the investigation procedures deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed rupture. Device remains implanted.